Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced all rollers due to wear. The fse replaced the pipettor, the peri-pump tubing, and the aspirate probes. The fse replaced the wash and precision valves due to air being observed entering the buffer tubings. The fse verified all repairs per established procedures.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for troponin I (accutni) and creatine kinase (ck-mb) for thirty-nine (39) patient samples assayed with access accutni reagent and access ck-mb reagent on an access 2 immunoassay system. The erroneous accutni and ck-mb results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the thirty-nine (39) patient samples were reassayed for accutni and ck-mb on their other access 2 immunoassay system. Lower results were obtained for all patient samples for both accutni and ck-mb (see attachment). The customer reported that the last system check performed yielded passing results. The customer reported that quality control results were recovering outside of the laboratory's established ranges at the time of the event.